Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, it is reported that the stimulator housing was found to have moved most likely due to the reported external impact. Other damages found during investigation are most likely related to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. The recipient's father reports that the child often bumps his head. He also reports that the implant has moved and there is also a bump/ bruise near the implant. Re-implantation took place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The recipient's father reports that the child often bumps his head. He also reports that the implant has moved and there is a bump near the implant. Re-implantation is considered.